Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have contributed to the customer's hospitalization. No specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was contributing factor to the customer's high bg levels. No conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. The report shows that a bolus had been administered in response to a high bg reading, but due to the inability to obtain the pod's all history from the customer, it is unk what affect bolus deliveries had on bg levels. No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.

Event description:
The customer had experienced a high bg level of 256 mg/dl within four hours of activating the pod; a correction bolus was immediately administered in response. For three days, the customer was vomiting "and started getting chest pains" - this resulted in an ambulance being called and she was taken to the emergency room. No specific pod issue was cited. Insulet customer support attempted to obtain the devices all-history info, but the customer discontinued the call. (Three attempts to re-connect with the customer were unsuccessful). She was released from hospital after three days; the treatment she received while in the hospital could not be obtained. The pod will not be returned for eval.